Event description:
It was reported that three patients have been diagnosed with colitis 24 hours post colonoscopy. The physician is concerned that cidex opa may have contributed to the events. The facility had been using cidex opa for 2 weeks and all three cases were recorded during that time.